Manufacturer narrative:
The results of the analysis indicate no device malfunction; the user acknowledged the alarm. The technician confirmed that the volume was raised as a precaution at the department's request. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
It was reported that there was a delay in alarm. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A technician went to the customer's site and performed an audit log check relating to the alarm delay reported by the department on (B)(6) 2025 at approximately 9.55 am. The technician found correct appearance and registration in the monitoring center and that the alarm was accepted by the customer four seconds later. Asystole simulation tests were performed with the telemetry device that was in use on the patient at the time of the event and the alarm appears regularly in real time, no anomalies are detected. The technician performed alarm volume raising as required by the department itself. It was confirmed that the system is functional and ready for clinical use. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.